Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection. The patient also had redness and swelling of the device pocket. The system was explanted and replaced. The procedure was completed without complications. The patient remained stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.